Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she did not press a button for more than three minutes. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. The insulin pump was received with a cracked case at the display window corner, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.